Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported via an FDA medwatch form (#mw5072162) that a patient who underwent breast prosthesis implantation with a mentor textured gel device on (B)(6) 2015 was diagnosed with bia-alcl. The patient also reported swelling around the implant that needed aspiration. The patient reports that the device was explanted on (B)(6) 2017. Per the medwatch form, extended hospitalization was required. No patient information (name, phone number, email, date of birth) was provided, therefore no follow up was completed, and there is no additional information available.